Event description:
During an arthroscopic shoulder repair, two anchors broke upon insertion. A delay of about one-hour was experienced to remove the broken portion of the anchor. It was reported that the procedure was completed successfully. No pt injury or complications resulted from this event.